Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, noise oversensing and insulation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Manufacturer narrative:
The reported events of oversensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Final analysis found that the insulation was abraded at 17.5 ¿ 17.8 cm from the connector pin breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.